Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were not provided. The investigation is inconclusive for the alleged filter tilt, migration, and limb detachment. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: - warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - potential complications: filter malposition. Filter tilt. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sometime after filter deployment (date of deployment not provided); a vena cava filter was identified to be tilted and migrated (location not provided), with two detached filter limbs in the heart. A surgical procedure was performed successfully to remove the filter and detached limbs from the heart. No other pertinent medical information has been provided. The patient status at this time is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of pelvic mass and pulmonary emboli was admitted to the hospital for treatment. Approximately three days post hospital admission, the patient was scheduled for inferior vena cava (ivc) filter placement prior to extensive pelvic surgery and unable to be anticoagulated. The right femoral vein was accessed and a vena cavogram demonstrated chronic thrombus in the right iliac vein and a patent inferior vena cava. A retrievable filter device was positioned below the renal veins and deployed in normal position and orientation. Completion venogram demonstrated good wall apposition and the device was below the renal veins. The sheath was removed and hemostasis was achieved. Approximately two days post vena cava filter placement, the patient underwent a supracervical hysterectomy without complication. Approximately nine days post vena cava filter placement, the patient was discharged from the hospital. Approximately one year six months post filter deployment, abdominal x-ray demonstrated the ivc filter at the l1-l2 level with a detached limb oriented perpendicular to the other limbs. Approximately one year seven months post filter deployment, the patient was scheduled for filter removal. The introducer sheath was advanced to the level of the filter and a cavagram demonstrated the vena cava to be patent with no evidence of thrombus within the filter. Surgical forceps engaged the cephalad end of the filter and the sheath was advanced over the filter. The filter was successfully removed in its entirety including two detached filter limbs. The patient tolerated the procedure well and there were no significant complications during the procedure. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one year six months post filter deployment, abdominal x-ray demonstrated the ivc filter at the l1-l2 level with a detached limb oriented perpendicular to the other limbs. Approximately one year seven months post filter deployment, surgical forceps engaged the cephalad end of the filter and the sheath was advanced over the filter. The filter was successfully removed in its entirety including two detached filter limbs. Therefore, based on the provided medical records the investigation is confirmed for the filter limb detachment. However, it is unknown if they were removed from the heart or ivc. The investigation will be inconclusive for the alleged migration, as the filter was deployed at an unknown location below the renal veins and was removed around l1-l2 level. It cannot be determined if the filter migrated from its original deployed position. Additionally, the investigation will be inconclusive for the alleged filter tilt as there is no indication of tilt in the provided medical records. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter malposition. Filter tilt. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sometime after filter deployment (date of deployment not provided); a vena cava filter was identified to be tilted and migrated (location not provided), with two detached filter limbs in the heart. A surgical procedure was performed successfully to remove the filter and detached limbs from the heart. No other pertinent medical information has been provided. The patient status at this time is unknown. New information received: it was reported after an unknown amount of time post vena cava filter deployment, the filter allegedly migrated from the initial deployment position. Based on a review of medical records received, approximately one year six months post filter deployment, abdominal x-ray demonstrated the filter at the l1-l2 level with a detached filter limb perpendicular to the other limbs. Approximately one year seven months post filter deployment, the filter was successfully removed including two detached filter limbs. There was no reported patient injury.